Manufacturer narrative:
H6: investigation summary. No product or photo was returned by the customer. It was reported that two smartsite extension sets are not flushing. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model 20019e lot number 20115022 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 11nov2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that 2 y ext w/vlv ports & 2 sld clp experienced flow issues. The following information was provided by the initial reporter: material #: 20019e batch/ lot #: 20115022. I have 2 smartsite extension sets that are not flushing.

Manufacturer narrative:
Initial reporter facility name: prisma health: upstate (fka (B)(6) health system). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 y ext w/vlv ports & 2 sld clp experienced flow issues. The following information was provided by the initial reporter: material #: 20019e batch/ lot #: 20115022. I have 2 smartsite extension sets that are not flushing.